Event description:
Pt was admitted to hosp because of massive compliants after the 2nd injection of hyalart. Pt presented effusion in the knee joint which requires aspiration and had severe pain. Treatment was discontinued immediately. Outcome: reversible. Licensee indicates info not assessable, poorly documented.